Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approx 3 months post lens implant. The pt also noted a decrease in vision. The surgeon performed a pc yag and a lens reposition with ctr on (B)(6) 2014. The lens was subsequently exchanged with another model and diopter lens. An anterior vitrectomy was also reported, however, it is unk if this occurred prior to the lens exchange. According to the surgeon, the likely cause of the event is "capsular contraction". The pt's prognosis is good. This report refers to pt's left eye.